Event description:
New information notes that the lead was explanted due to high pacing lead impedance.

Event description:
It was reported that during regular follow up, inappropriate atp therapy due to oversensing of noise was observed on review of session records. Physician suspects clavicular crush. The device has been reprogrammed while revision is scheduled.

Manufacturer narrative:
No medwatch form was received.